Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at (B)(4) joules and 3 seconds laser energy was not going to the tip of the fiber, and a break inside the fiber sheath was noted. The fiber was exchanged and the second fiber was used to complete the procedure. Good patient outcome reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 4 feet and 1 inch from control knob, between input connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibits no signs of melting. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at 192 joules and 3 seconds all laser energy was not being emitted through the fiber tip but through a break along the fiber body. The tip of the fiber was not cleaned during procedure. A second fiber was used to complete the procedure. The personnel and patient were wearing goggles and were reported to be fine.